Manufacturer narrative:
While there was no direct, or indirect, user harm reported for this event; it is being reported due to the potential for harm if the event were to reoccur.

Event description:
The customer contacted an agilent field service engineer (fse) and reported that heater plate positions 41-48 appear to remain heated after the run has completed. Fse inspected the instrument and found that the vacuum pump was inoperable causing no reagent aspiration during a staining run. This caused the instrument to leak over multiple heater boards and heater plates resulting in heater 41-48 to remain active post staining run. Fse replaced the affected heater boards and heater plates. The instrument has been repaired, it is fully operational and is available to the user. No user harm was indicated. The customer was able to complete staining without delay.